Manufacturer narrative:
As reported, the optifix at fixation device did not penetrate the mesh/tissue during deployment. The subject device was returned for evaluation. During the sample evaluation, all the remaining fasteners deployed successfully with no issues found. The reported event that fasteners would not penetrate was not reproduced throughout the sample evaluation. No manufacturing anomalies were found. And the sample was found to function as intended. Based on the sample evaluation and investigation activities being performed, the reported problem experienced by the user is most reasonably determined to be associated with a user/device interface. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june, 2020. The instructions-for-use states, "place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counterpressure. Adjust counterpressure for straight and articulated mode appropriately axial to the articulating tip. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head and stem of the fastener. Place another fastener in the same vicinity. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.

Event description:
It was reported that, on (B)(6) 2020, the surgeon attempted to fire the optifix at fixation system into the soft tissue of the abdomen to secure a ventralight st w/echo ps (4x6), the first tacker went in, but could not deploy anymore tacks. As reported, the optiffix at deployed, but it wouldn't go deep into the mesh/tissue and tack to hold mesh in place. The surgeon then tried to use the device on a towel to test it, but it would not deploy. After three tries, the surgeon stopped using it and the procedure was completed using a capsure fixation device. There was no reported patient injury.